Event description:
It was reported that the patient never had therapeutic effect with their first pump since implant. Every time they increased drug/turned pump up, the patient would get ¿cruitis, also known as itching.¿ it was reported that the patient was also on high doses of ¿orals and was having issues with the government¿ wanting to get him off the oral medications. It was stated the itching was horrendous and patient was prescribed ¿valtraxon.¿ patient¿s twin sister found another drug ¿zophran¿ which helped with ¿cruitis¿ but was expensive. It was further reported that patient had a catheter study that was inconclusive. It was later determined that ¿the catheter had been leaking all those years¿ (see manufacturer¿s report # 3004209178-2013-12298).

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4)